Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a non-dependent patient came into the clinic after receiving a vibratory alert for intermittent noise that was captured on non-sustained rv oversensing. Noise was not reproducible. Externalized conductors near the distal coil were seen on the lead. The lead was explanted and replaced. The patient was well after the event.